Event description:
It was reported that the patient experienced overdose following a pump replacement. The patient's pump was programmed to the same dose as with the previous pump. During surgery the catheter was aspirated, was patent and there was no indication of a kink. The reporter was unaware of any prior volume discrepancies at refills with the pump that was replaced. The patient's mother indicated the patient was "very loose". Drug delivered via the device was lioresal 2000mcg/ml, 810 mcg/day.

Event description:
Additional information received reported the patient's outcome as 'no injury'.

Event description:
Additional information: it was later reported that the device replacement on (B)(6) 2013 "went well" to the hcp's knowledge and "though someone said "overdose" it was believed denied." It was then added the physician had no knowledge of previously reported overdose, there was no history of the device having issues. The hcp had no further information.

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).